Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000052363.

Event description:
It was reported the patient's leads had migrated. As such, surgical intervention where the lead was explanted and replaced occurred. The investigation did not determine which lead had migrated.